Event description:
Information was received via the remake report in CAPA 24-007 that a remake of the appliance was requested as it fractured on the upper and lower arch while the patient was sleeping and a screw came loose. No additional information has been provided.

Manufacturer narrative:
The device is not available for analysis. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted. CAPA 24-007 manufacturer reference: (B)(4).

Manufacturer narrative:
The device was evaluated, the investigation has been completed and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. Root cause description: the root cause could not be explicitly determined. A potential root cause may be due to excessive bruxism which have caused the trays to fracture. IFU-012652 rev 1 (silent nite with glidewell hinge - patient instruction for use - multi-language) contains the following statement in the precautions section: "your dentist will consider your medical history, including allergic reactions, history of asthma, breathing, or respiratory disorders, or other relevant health problems, and if you have those, refer you to the appropriate healthcare provider before prescribing this device". Refer to hhe 2024-001 for the root cause for the screw issue. Manufacturer reference: (B)(4).